Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. Product has been dismantled at aesculap technical service departement. Inside the housing, all over the gears, black residues can be found. These residues were most likely caused by an insufficient reprocessing, e.g. Due to inadequate positioning during reprocessing and have then leaked out through the joints of the product. To avoid maintenance related errors, instruction for use must be observed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb655r - acculan 3ti reamer attachment ao-large. According to the complaint description, the adapter loses oil. During oiling, the attachment loses oil from all openings. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).